Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information indicating that the cause of the therapy turning off was user error, as they did not recharge their battery enough times a week. The patient added that now they charge it on mondays and thursday nights, and after implementing this change, they have no more problems. The patient confirmed that this issue has been resolved. Regarding the long time it takes to charge the implant, the patient said the cause remains unknown. They noted that they always have an excellent connection, even though the patient indicated that the issue had been resolved since they met with their team in september.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient said that every time they charge their implant, their therapy turns off and this has been happening off and on since implant. Patient mentioned they got a rechargeable implantable neurostimulator (ins) because they had been going through the battery so quickly on others. Patient stated anytime either at home or in the hospital if they mess with their therapy or turn ins off and on they have a seizure 24 to 48 hours later. Patient said that they see a message on their handset that says to turn therapy back on. Patient mentioned that it takes a long time to charge their implanted neurostimulator and yesterday it took 2 hours to charge from 30% to 65%. Patient said they did not use the handset and recharger application yesterday so did not know if they had good or excellent connection while charging. During the call the patient was able to connect to their implant and confirmed that their therapy was on. Patient will monitor ins battery using recharger application more frequently to see if ins battery is getting down to 0%, if issue persists patient will follow up with health care provider.